Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Examination of post-op ap and lateral x-rays show posterior screws and rods at c1-c2. Rod on the right side has migrated proximally through the foramen magnum into the cerebellum. Lysis is seen around screws on the left at c1, c2.

Event description:
It was reported that the patient underwent a c1-2 posterior fusion with titanium rods/screws. Approximately 2 1/2 years post-op the patient presented with ongoing neck pain. X-ray images revealed that one of the rods had migrated through the occipital bone and into the cerebellum. The patient underwent a revision surgery to replace hardware. During the revision the surgeon noted that the setscrews were tight on the side the rod migrated, however, the screws on the opposite side were loose and were replaced with larger diameter screws. It was reported that the patient suffered no neurological damage due to the rod migration.